Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited varying high out of range shocking lead impedance measurements greater than 125 ohms. Boston scientific technical services reviewed the device data and suspects the varying shocking lead impedance measurements could be from movement in the pocket but recommended completing isometric testing at the next follow up appointment. The device remains in service. No adverse patient effects were reported.